Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the issue experienced by the site was associated with a patient side manipulator (psm) set-up joint (suj). The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The suj supports the instrument and camera arms and are also used to set up the initial positions of the arms. The system was repaired by replacing the suj potentiometer. This complaint is being reported due to the following conclusion: the patient had been placed under anesthesia after surgeon made the decision to abort the surgical procedure due to a malfunction of the system. As of (B)(4) 2013, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that prior to starting a da vinci si hiatus hernia procedure, the light emitting diode (led) indicator on the patient side manipulator (psm) arm 2 was noted to be green and the error message arm touching was observed during startup of the system. Unable to resolve the issue, the surgeon made the decision to abort the planned surgical procedure and rescheduled it for a later date after the patient had been placed under anesthesia. No patient harm, adverse outcome or injury was reported.